Manufacturer narrative:
The insulin pump was received with cracked case and end cap, cracked and bleeding glass on the lcd board, corroded motor home switch, corroded electronic assemblies and corroded battery tube. The insulin pump had cracked case at the display window corners, minor scratches on lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer reported putting the insulin pump in the washing machine. The customer reported going into the ocean while connected to the insulin pump. Customer's blood glucose was 287 mg/dl. The customer reported discoloration on the insulin pump's screen after the moisture exposure. The customer also reported the insulin pump was coming apart on opposite ends of the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.